Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic sleeve gastrectomy, upon final staple of gastric sleeve, stapled tissue stuck in the reload. The staple line needed to be removed with graspers as it would not dislodge as normal. There was no patient injury.